Event description:
Attorney advised patient experienced spontaneous bilateral hip fractures on an unknown date and was treated with unknown hardware fixation. Patient subsequently diagnosed with nonunion of the right femoral neck with shortening of the right femur and retained unknown failed hardware. Patient underwent revision procedure to remove old hardware, perform a valgus producing osteotomy and femoral lengthening and implantation of subject plate. Post-operative x-ray showed the blade portion of the plate broken. Patient indicated she may have put too much weight on it. During a revision procedure, broken hardware was removed and patient was revised to a longer, 135 degree angle blade plate and bmp-2 bone morphogenetic protein.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. The 510(k) number cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.